Manufacturer narrative:
The field service engineer (fse) was dispatched. On 5/19/2017 the fse found the column fittings loose, cleaned the area, tighned the column, pressure was steady about 9mpa. Trained the new tech on how to replace the column and the filters. The most probable cause of the reported event was that column was leaking. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, the customer reported multiple errors, low pressure, grad sens, la1c not detected with their hlc-723g8 analyzer. Customer reported trouble with 221 peaks not detected, la1c. Technical support advised customer to adjust the ff to 1.10, repower and warmup. Customer reported low pressure and grad sensor error. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.